Event description:
During a tibial nailing, the reamer shattered and 2 fragments could not be removed.

Manufacturer narrative:
Device is an instrument and is not implanted. Manufacture date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and lot number provided is not a valid lot number.